Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported loose/intermittent connection between the 3-way stopcock and steerable guide catheter (sgc) hemostasis valve flush port luer in this incident could not be determined. Stopcocks are not provided with the device and in this case, it is possible that there was an issue with the 3-way stopcocks used by the customer that contributed to the loose / intermittent connection; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as a three-way stopcock was unable to connect to the steerable guide catheter flush port during preparation. Although there was no patient involvement, if this were to recur in the anatomy, there is potential to cause or contribute to patient injury. It was reported that a three way stop cock was unable to attach to the steerable guide catheter (sgc) flush port. Two different stopcocks were attempted unsuccessfully. The device was discarded and there was no patient involvement. Another sgc was used successfully. There was no additional information provided.